Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 188 mg/dl. The customer stated that insulin was broken up in the tubing and there were a few bents. Insulin did not exit the tubing when disconnected at the quick release. The customer was unable to complete troubleshooting. He called back the next day to report receiving a button error alarm and stated that he was able to clear the alarm. Blood glucose value was 178 mg/dl. The device will not be returned for analysis.